Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (351 mg/dl). The cause for elevated bg levels was unknown. System check with tandem technical support was performed and the pump functioned as intended. Customer changed the cartridge and infusion set, and delivered a bolus to address elevated bg levels. Reportedly, the customer bg level returned to target range.